Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 520mcg/day via an implantable pump. The indication for use was intractable spasticity. An empty pump was reported. The nurse notified the physician that the patient¿s pump was empty and alarming since wednesday (B)(6) 2017. Per the physician, the low reservoir alarm was programmed at 0.5ml¿s. The low reservoir alarm date was (B)(6) 2017. The patient began withdrawal symptoms 1-2 days ago and was being managed with oral baclofen. The physician stated that the patient ¿fell through the cracks¿ and that a refill appointment had never been scheduled for the patient. The physician was inquiring what the next steps were. Device troubleshooting was discussed and the physician would refill the patient¿s pump and not just replace it. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.